Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using watchman fxd curve access system (was) and a versacross connect transeptal puncture (tsp) device. During the tsp the physician did not have an optimal view of the tenting of the interatrial septum. The tsp was performed posteriorly and a perforation in the left atrium occurred. A pericardial effusion developed around the left atrium and the laa closure procedure was aborted. Cardiac surgery was performed to repair the perforation, a pericardial tap took place, and the patient received a blood transfusion. Patient recovery is ongoing.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using watchman fxd curve access system (was) and a versacross connect transeptal puncture (tsp) device. During the tsp the physician did not have an optimal view of the tenting of the interatrial septum. The tsp was performed posteriorly and a perforation in the left atrium occurred. A pericardial effusion developed around the left atrium and the laa closure procedure was aborted. Cardiac surgery was performed to repair the perforation, a pericardial tap took place, and the patient received a blood transfusion. The patient recovery is ongoing. It was further reported the patient recovered and was discharged.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using watchman fxd curve access system (was) and a versacross connect transeptal puncture (tsp) device. During the tsp the physician did not have an optimal view of the tenting of the interatrial septum. The tsp was performed posteriorly and a perforation in the left atrium occurred. A pericardial effusion developed around the left atrium and the laa closure procedure was aborted. Cardiac surgery was performed to repair the perforation, a pericardial tap took place, and the patient received a blood transfusion. The patient recovery is ongoing. It was further reported the patient recovered and was discharged.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.